Manufacturer narrative:
(B)(4).

Event description:
The customer stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 2.4 inr. A venipuncture sample was collected from the patient 3 hours later and tested with the innovin bcsxt anti method, resulting as 1.8 inr at 12:15 p.m.. No adverse events were alleged to have occurred with the patient. The patient is in stable condition. No actions were taken based on the meter result. The patient did not receive any treatment. The patient's normal range is 2.0 - 2.5 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient did not have any bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any diet changes. The patient has a low sodium diet. The patient has not had any illnesses. The patient's coumadin/warfarin dose is adjusted based on his results. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter and test strips were requested for investigation. The returned meter, strips and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 54%, donor 2 hct: 50%. Testing results: donor 1: retention meter with master lot strips: 2.7 inr, customer meter with customer strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.4 inr, customer meter with master lot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory.